Manufacturer narrative:
Patient information is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow control valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'sustained patient airway pressure' during a case. The clinician turned off the positive end expiratory pressure and continued with the case. There was no report of patient injury.